Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that during a device changeout procedure, when the chronic right ventricular (rv) lead was attached to the new device, capture became intermittent at maximum outputs. The pace/sense portion of the lead was capped and replaced. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.